Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops and low speed operation. It was reported that the patient was symptomatic and had palpitations when the red heart alarm sounded. The patient was admitted due to potential driveline damage. A log file analysis was performed. The analysis found that there were multiple pump stops and low speed advisories. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. To prevent further interruption in support it was recommended to keep the vad connected to battery power until further investigation was completed. X-rays were requested to further analyze the event and determine if there was damage to the driveline. The cause of the low flows were attributed to the pump stop. There was a short-to-shield that was suspected and the patient was put on battery power. It was reported through patient product exchange that the patient underwent pump exchange on (B)(6) 2020, from hmii to hm3.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported pump stops and low speed events, which were confirmed through the evaluation of the submitted system controller log file. The submitted log file captured multiple pump stops and low speed hazard/advisory events were observed on day 441 from hour 13, minute 5 through hour 13, minute 21 and on hour 16, minute 35 (per the timestamp). These events only occurred while the system controller was connected to a power module. Pump power elevations up to 32.6 w were associated with these events, and low flow hazard events were observed during this time due to the estimated flow decreasing below the low flow threshold of 2.5 lpm. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 12.5¿ and 24¿. Internal metal braided shield breakdown was observed approximately 3¿ from the pump housing. External metal braided shield breakdown was also observed adjacent to the controller connector with minor breakdown along the external portion of the driveline, consistent with the duration of use. Visual inspection of the underlying wires revealed a breach in the black wire approximately 3¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.